Event description:
It was reported that tip broke off occurred. A 180cm, 10cm fathom -16 was selected for use. During the procedure, tip fractured in the right prostate branch while attempting to select the vessel. Aspiration was performed to retrieve the fractured guidewire tip from the vessel. A second fathom wire, newly opened from its packaging, was then used. There were no patient complications as a result of this event.